Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging shortness of breath, dyspnea, orthopnea, nasal and throat irritation, burning, nausea, feeling of lightheadedness, dizziness and headache. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging shortness of breath, dyspnea, orthopnea, nasal and throat irritation, burning, nausea, feeling of lightheadedness, dizziness and headache. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, noisy and blower impeller rubbing was observed. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit pass final test. In box d: device available for eval and date returned to mfg has been updated. In box h: device eval by mfg, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.